Manufacturer narrative:
The device was received and evaluation was completed. The service history record (shr) review was completed and revealed no findings that could have directly contributed to the current complaint. The event history log review was completed and it noted the presence of air in line alarm in the log. A visual inspection was performed and cracks were found on the ultrasonic sensor. The reported issue was reproduced during the device evaluation while attempting to run a loaded set. The device was determined to not meet all product specifications related to the reported event. The reported air in line was verified. The cause was determined to be the cracks on the ultrasonic sensor. The upstream sensor was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message during set up in the emergency room. There was no patient injury or medical intervention associated with this event. No additional information is available.